Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2011. During the patient's permanent implant procedure, the epidural needle reportedly punctured the patient's dura mater, resulting in a csf (cerebrospinal fluid) leak. Postoperative, the patient reported pain in his head. The physician directed the patient to increase fluids and caffeine and to lay flat. Attempts to obtain additional information regarding the patient's condition were unsuccessful. According to the manufacturer's device registration system, the leads remains implanted. No further patient complications were reported.